Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg was non-functional. The patient underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn representative.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg was non-functional. The patient underwent an explant procedure. No device malfunction suspected.